Manufacturer narrative:
Patient identifier: complete sid is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive alinity I toxo igg result for one pregnant patient with a history of negative result. The sample was repeated on a different analyzer which generated a nonreactive result. The following data was provided: (B)(6) 2022 sid (B)(6) initial result = 6.43 iu/ml (reactive),(B)(6) 2022 repeat result on different analyzer (ai04152) = 0.044 iu/ml (nonreactive) no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found the dispensing area of the r1 cups were dirty. The fsr cleaned the area but was unable to identify a single definitive cause for the false reactive result. The alinity I processing module serial number (B)(6) was considered the likely cause of the issue. No additional discrepant toxo igg result issues have been reported since the service activity was completed. An instrument service history review revealed no additional service tickets associated with discrepant/erratic toxo igg patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the immunoassay systems did not identify any similar issues related to the alinity I system, likely cause part, or discrepant results as described in this ticket. The device history records were reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial number (B)(6) was identified.